Manufacturer narrative:
(B)(4). Additional information: batch # m55a79. The analysis results found that the ats35 device was returned in good visual condition and with a tr35w cartridge loaded on the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic pneumonectomy, the doctor felt that the 2nd cartridge seemed to be loosely loaded in the device. Another device was used to complete the case. There were no adverse consequences to the patient.